Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, after the load, when the catheter was taken out of its plastic package, the deployment knob (actuator) of the delivery catheter system (dcs) separated. There was no resistance felt during loading and visual inspection revealed a successful load had occurred. The dcs was not used on the patient and will be returned to medtronic for analysis. The valve was loaded in a different dcs and was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle is not intact. The deployment knob components were received separated from the handle. The carriage components were received separated from the handle. The snap fit components on the deployment knob are detached. One of the snap fit components was returned loose with the device. The device was returned with the end cap/screw gear snap fit connected. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The capsule appears intact with no evidence of damage. A small kink is observed on the inner member shaft at the strain relief transition. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was returned and evaluated by medtronic; visual analysis confirms the reported deployment knob separation. Both snap fit tabs were observed to be detached. The carriage was also separated. The description of the event does not indicate that this carriage separation occurred during the reported issue, it may have occurred in transit. Deployment knob separation typically occurs due to failure of one or both snap fit tabs holding the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.